Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the wheel locks are worn down and are not holding very well.